Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user was unable to access the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h6 imdrf annex d. A supplemental MDR was submitted to reflect the correct imdrf annex d.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was unable to access the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was failed to access the station. A field service engineer shut down the firewall and reseated the network connection. Toggled the peripheral interface controller address and adjusted network speed settings from auto to half duplex, then to full duplex. All configurations were tested successfully. Registered pharmacy technician logged in and verified inventory items. The system functioned as intended after the field service engineer repaired the device.